Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to clogging of nozzle, water supply volume does not meet the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, control unit is damaged, switch 2 has a scratch, image guide protector has discoloration, universal cord has a scratch, protector of universal cord on control section side has a scratch, adhesives around objective lens has white-clouded area, objective lens has a scratch, adhesives around light guide lens has white-clouded area, connecting tube has a scratch, on water detection sticker 1c, dots are smudged and connected. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. There were no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes/sponges. The customer flushed the air/water nozzle / channel with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had weak water supply during spraying. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: a foreign object coming out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.